Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained form the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4) is related to this complaint as there was also another event to report. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the pt was implanted a cerasul alpha insert neutral jj/28 on (B)(6) 2005. The pt was revised on (B)(6) 2014 due to the loosening of the ceramic surface from the pe of the inlay (sandwich inlay) with mobility of the ceramic sliding pair within the pe inlay.